Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) recorded an episode of appropriate pacemaker-mediated tachycardia (pmt). Anti-tachycardia pacing (atp) therapy was delivered to convert the arrhythmia. The presenting electrogram (egm) confirmed that this device was operating as programmed. This crt-d remains in service. No adverse patient effects were reported. Additional information was received. It was reported that this crt-d exhibited oversensing of ventricular signals on the atrial channel. There were no pauses noted.